Event description:
The penile pump was removed and replaced with a new penile pump. There was a diagnosis of penile pain following the penile prosthesis implant. The pump was functioning properly according to the md and the sales representative. The sales rep sent the explant back to manufacturer.

Event description:
An adc customer reported that due to using fs classic strips with their fs lite meter, they received erratic readings and experienced an injury. The customer specifically reported that due to the readings issue she was detained by police officers and held until her husband picked her up as the officers "thought" she "was drunk because (her) glucose was low." During the call with customer service, the customer became frustrated and refused to answer any additional questions and disconnected the call. No loss of consciousness or seizure was reported. The date/time of the medical event and product issue was not reported and no specific readings were provided by the customer. Attempts have been made to contact the customer to complete the surveys and acquire the missing information. A successful field exchange for the correct test strips was provided for the customer. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer returned meter (B)(4). The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, a device history review of the meter was requested. The DHR for meter (B)(4) was performed and indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be sent once new information is obtained. Note: as the date of the event is unknown.